Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter reverted to the setup mode. The patient indicated that the alleged issue started on (B)(6) 2010, between 4:30-5:00 pm. About 15 minutes after the alleged issue began, the patient claimed that she developed symptoms of shakiness and sweating. At 6:00 pm that same afternoon, the patient's sister treated her with extra metformin. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged issue began.